Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain/chronic low back pain indications for use. It was reported that the pump was turned off by the healthcare provider several years ago and they drained the pump and turned the pump off. The patient representative (rep) reported that for at least a good month, the pump was emitting a beep, and it was deep inside the body and embedded underneath the skin. They went to a healthcare provider (hcp) a couple days ago and healthcare provider told them to get the pump taken out. They wanted to get the beeping stop. The agent asked caller to clarify the beeping sound, and the rep said it sounds like the critical alarm. The patient service reviewed the pump function and recommended patient consult with healthcare provider for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the technical services (tss) connected the healthcare provider (hcp) to the national answering service (nas) to page a company representative (rep) to review the information about the alarm. Additional information was provided from a company representative (rep) stated that the patient's pump has been off for 15 years and the pump was alarming, and it was bothering the patient. The technical services reviewed that this is a known issue with pumps that are in the body for longer than after the explant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the physician contacted a company representative (rep) for assistance. The rep came and interrogated the pump. The patient stated that it has been three days since the interrogated the pump and so far, it appeared the issue was resolved.